Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that during a lead replacement surgery on (B)(6) 2024, the l1 lead fractured, and fragment was retained. Surgical intervention may be undertaken at a later date to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.